Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump powered up properly after battery installation. The insulin pump passed self-test and displacement test. The insulin pump was monitored for 24 hours and blank display anomaly was noted. The insulin was received with minor scratches on lcd window, scratched case and keypad overlay. The insulin pump was received with peeling serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated the pump switch off during the night.